Event description:
The daughter of a (B)(6) female patient contacted zoll customer support to report that the patient was receiving a service code 204 - belt/monitor unusable. The patient received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause fo the failure was isolated to a damaged trunk cable. The trunk cable was pulled from the strain relief, which damaged trunk cable connector j702 on the distribution node pca board. The root cause for the strained cable could not be positively identified but was likely physical abuse. No adverse events resulted from the defective electrode belt.